Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for analysis. No signs of use were observed on the guide wire. Visual examination revealed that the guide wire was kinked towards the proximal end of the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 42mm from the proximal tip. The overall length of the guide wire measured 602mm which is within the specification limits of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe and an 18ga lab inventory introducer needle to functionally test the guide wire. The guide wire passed through the components with minimal resistance. Performed per the instructions for use (IFU) provided with this kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked 42mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.